Event description:
Doctor reported that he used the high torque indicating ratchet wrench with too high torque and damaged the internal hex of the implant. Doctor removed implant and placed a new one.

Manufacturer narrative:
One t3 tapered implant was returned for inspection. The collar of the implant shows significant signs of tool damaged, and the drive feature is confirmed to be damaged. The drive feature contains additional debris. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates the implant drive feature was damaged due to excessive torque. The alleged event was confirmed during inspection. A root cause for this complaint could not be determined. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.